Event description:
No new information.

Manufacturer narrative:
The complaint of a leak could not be confirmed from the two photographs that were provided for investigation. The photographs showed a used 20g nexiva IV catheter within an open unit package. The junction between the extension tubing and winged adapter was circled; however, a leak was not depicted in the image. No physical samples were provided for the investigation of this incident. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. There were no other similar complaints from the implicated lot. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that patient required bloods and cannula for her presentation to sdec. Sna performing the procedure with myself supervising in order to sign him off. Sna had good technique when inserting the cannula, and manage to insert into a vein with good flashback into the cannula. Patient did not have discomfort during the procedure. However on insertion, blood started to leak from junction between the butterfly and the tubing and was a constant stream onto the floor.